Manufacturer narrative:
Physio-control evaluated the device and verified that the device will not power on. Physio found the cable to the main keypad not fully seated. After reseating the cable, the device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted physio-control to report that buttons are not working on their lifepak 15. It was reported that after the customer replaced the main keypad, the issue was still occurring. Upon initial evaluation, stryker observed that device will not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported associated to this event.